Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (25-50%). A visual and microscopic analysis was performed which identified opening smooth and crease fold. Based on the device analysis the final assessment is: a smooth opening on radius due to smooth opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Device has been explanted.